Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels: l4-l5 it was reported that on (B)(6) 2013, the patient underwent posterior lumbar interbody fusion and posterolateral fusion surgery from vertebrae l4-l5, where only rhbmp-2 and collagen sponge were used. Post-op, patient complained of worsening pain in the low back with pain and radiculopathy in the lower extremities. Patient continued to experience chronic and severe low back pain and swelling in back, with associated radiculopathy in right lower extremity. The patient had difficulty in sitting, standing and walking. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.